Event description:
Report received from salesrep, medwatch report reads: attempted to suction ett. Unable to advance in-line suction catheter more than half way. Pt making noise around ett. O2 sat dropped 70's. O2 up 100%. Fio2 and versed given IV. Pt tachypneic and having tachycardia. Pt re-intubated. Catheter appeared to be possibly clogged.